Event description:
Ambulance personnel responded to a pt in cardiac arrest. The pt was initially asystolic and after treatment per asystole protocol, converted to shockable rhythm. Two countershocks were delivered, with the device displaying appropriate indicators of a successful charge and discharge, however the operator observed no muscular reaction to the delivery of energy. Reportedly on the third attempt at charging the device, the operator reported hearing a crackling sound coming from the unit and immediately ceased using the device. A back up defibrillator was obtained and used to continue treatment. The pt was shocked two add'l times with the back up device but was not resuscitated.the reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the reporter's assessment of the pt's viability and the availability of a back up device.